Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings of distal conductor blood/body fluid (not obstructed) and blood in/on the helix mechanism (sleeve head) and helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that an hour post implant, the patient received an inappropriate shock due to oversensing. It was noted that the lead had noise, and when the physician moved the suture sleeve, it produced significant oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an hour post implant, the patient received an inappropriate shock due to oversensing. It was noted that the lead had noise, and when the physician moved the suture sleeve, it produced significant oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.